Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information.

Event description:
The customer received blood glucose readings of 13 and lo on the contour she retested on another contour and the reading was 128mg/dl. She also received a reading of 17mg/dl, but it was unknown as to which meter gave that reading. She did not have any symptoms. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement test strips and meter were sent to the customer.